Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a fixation surgery with corkscrew anchor the anchor broke off inside the patient. The broken piece was retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays that the distal tip of the driver was broken. The pictures did not show the corkscrew®, ft, micro, 2.2 mm with one #2-0 fiberwire® and two needles. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to improper bone preparation, misalignment insertion of the device during insertion or/and prying/leveraging the device during insertion.